Event description:
The customer reported that the system displayed a collimator iris potentiometer error message. This error message disables the x-ray functionality on the 9600 system. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. As a precautionary measure, the service representative performed a collimator calibration.